Event description:
It was reported that the catheter had been inserted for six months and there is a crack in the catheter where one of the exit tubes meets the hub. The catheter was removed and will be returned for evaluation.